Event description:
It was reported that during a total gastrectomy procedure, after the shot with the stapler in the esophagojejunostomy, the surgeon found the tissues separated in 40% of the shot site. The surgeon finished manually the anastomosis with vicryl 3/0. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The buttons were unresponsive, and the device displayed only a black circle, time, and battery icon. The customer stated that the missed bolus alarm occurred after the buttons were not responding. Advised the customer to let the insulin pump rests. Instructed customer to discontinue use of the insulin pump and revert to back up plan of manual injections. No further info was provided.